Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
It was reported an unspecified "medication error" and the customer would like to determine how the infusion was programmed into the pump. There was patient involvement but unknown impact. Follow up report provided by the customer (inpatient pharmacy supervisor) requested to "close the ticket. The nurse manager did further investigation and no longer needs this data for now." Through follow up attempts, the customer stated that the issue was a "programming error." Although requested, additional information and details of the event were not provided.